Event description:
Pump declared an altitude alarm, prompting concern. Although the specific value of the customer's blood glucose level at the time was unknown, it remained between the range of 54-500 mg/dl, indicating no adverse impact. Technical support provided tips to prevent future altitude alarms, and the customer was able to resume insulin delivery without needing to replace the cartridge.